Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rf (radio frequency) preamp and fixed the rf voltage problem. The fse performed volume conductivity scatter (vcs) latex calibration to verify instrument performance. (B)(4).

Event description:
The customer reported radio frequency (rf) voltage errors when using the coulter lh 780 hematology analyzer. The customer performed routing troubleshooting of bleaching the flow cell without resolution. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.